Event description:
Cuts/wounds in the mouth [mouth injury]. Painful - mouth [oral pain]. [Toothbrush] head became detached - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head became detached and (mouth) cuts occurred, which was painful (in their mouth). No serious injury was reported. 22-jul-2023 follow-up via digital safety assessment survey: the consumer was a 68 year old male. He experienced wounds in his mouth. No serious injury was reported. 27-jul-2023 follow-up via e-mail: the suspect product lot number was 99563790. No serious injury was reported. 19-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
19-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cuts/wounds in the mouth [mouth injury]. Painful - mouth [oral pain]. [Toothbrush] head became detached - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head became detached and (mouth) cuts occurred, which was painful (in their mouth). No serious injury was reported. 22-jul-2023 follow-up via digital safety assessment survey: the consumer was a 68 year old male. He experienced wounds in his mouth. No serious injury was reported. 27-jul-2023 follow-up via e-mail: the suspect product lot number was 99563790. No serious injury was reported.